Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/10/2014).

Event description:
Consumer complaint of low blood results. Caller normally is around 180-190mg/dl two hours after eating. Based on parkes error grid analysis, the bias between the lowest result given (83) and the normal result (190) is located in zones b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 180-190mg/dl two hours after eating. Based on parkes error grid analysis, the bias between the lowest result given (83) and the normal result (190) is located in zones b/c. No adverse event reported.